Event description:
It was reported that during central processing, the 8mm permanent cautery hook (pch) instrument had a broken head. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and failure analysis found to have a broken main tube approximately 1.08" from the distal tip. No piece was missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.